Manufacturer narrative:
PMA/510k: this report is for an unknown connecting/coupling screw insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent the open reduction internal fixation surgery for surgical neck of proximal humerus fracture. When the surgeon inserted the nail, the nail was inserted slightly laterally, but it was within the allowable range, so the bone was dug using a crown reamer. It was reamed about one third of the normal length. Because the bone metastasis was severe, the surgeon used a reaming rod but had difficulty inserting the nail distally. The part of the bone that had not been reamed sufficiently blocked and the nail could not be inserted until the end, so the bone was again reamed through the reaming rod. However, the reamer rotated eccentrically to the outside and the hole became too large. The surgeon tried to insert the nail as inward as possible, but the nail moved outward. After repeated attempts, the hole was connected to the fracture line of the greater tuberosity. The surgeon gave up the nail fixation and decided to arrange the philos plate urgently. This arrangement took 150 minutes. The surgery was completed successfully with 150 minutes delay. After surgery, the surgeon commented that the second reaming should have followed the surgical technique. No further information is available. This report is for one (1) unknown connecting/coupling screw insertion instrument. This is report 3 of 3 for (B)(4).